Event description:
It was reported that a spectrum iq infusion pump keypad had a stuck key. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, a "stuck key" was not found but instead the up arrow key was not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a failing keypad and keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.